Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling, fading end cap address label and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and battery failed alarm. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that they did not received the alarm after new battery insertion. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.